Event description:
The coustomer reported being hospitatized for low blood glucose. The customer stated that the pump delivered 300u of insulin on its own when he programmed a bolus. Troubleshooting was performed. The bolus history was reviewed and did not find any boluses with high amounts. Suggested customer call md to discuss possible causes of low bgs.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.